Event description:
A malfunction alarm was reported by air liquide healthcare ireland, identified as malf 12 with code 0x2071. There was no reported impact on the customer's blood glucose level. The pump alarm did not recur after the customer reset the device with the assistance of technical support. The customer continued to use the pump for insulin therapy.